Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with 3 reloads loaded in the device. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The customer reported that during an unknown procedure the distal end of the stapler did not staple. The surgery time was extended. It is not known how the case was completed. Adverse patient consequences were reported, but no information was provided as to the what was the adverse outcome. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.